Manufacturer narrative:
D4: the UDI and expiration date is unknown. H4: the manufacturing date is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella ld for mechanical circulatory support. While on support, the patient experienced generalized medical bleeding around the chest tubes and received 3 units of packed red blood cells. Additionally, the device exhibited suction issues indicating low flow. It was also noted that the physician believed when the chest was closed the pressure change pulled up on the graft resulting in the impella being pulled back. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.